Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the emergency room due to not feeling well and experiencing syncope. Interrogation of the device revealed it had reached end of life (eol) approximately a year earlier. It was reported the patient was needing pacing for av block. The device was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The battery status at explant was unable to be determined, therefore expected longevity was not calculated. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.